Event description:
The patient¿s prior pump managing physician was no longer managing pumps. The patient saw a new physician on the day of this report and they were not able to fill the pump; they wanted the patient to come back at the end of the month. The hcp (healthcare professional) that the patient saw said that no more than a month should pass between refills. The patient had been having the pump refilled every 4 months since 2008. The hcp told the patient that she ¿could become paralyzed and die because of the amount of medicine in the pump¿. The hcp also told her that the granuloma on her lungs was caused by the pump. Per the patient¿s husband, the patient had had the granuloma ¿for years/since she got her pump¿ that was implanted in 2011. The patient¿s pump had always delivered morphine sulfate, dilaudid, and baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8590-1, lot# n248978, implanted: 2011 (B)(6); product type accessory. (B)(4).